Event description:
After deploying 2nd stent in subclavian artery, it was noted that the tip of the first stent delivery system was on the wire, after checking, it was confirmed that the tip had broken off. Tip of the catheter was snared and successfully removed.